Event description:
Started having problems breathing a couple of years after switching breathing machines to philips respironics, ended up having quadruple bypass surgery. I didn't have any problems with breathing prior to switching. FDA safety report ID# (B)(4).